Manufacturer narrative:
The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
Additional information: it was reported that the patient was treated with IV cangrelor and bivalirudin, and was discharged home on brilinta. The patient was in stable condition at the time of discharge; however, the patient continued to have more issues with suspected pump thrombosis. The pump was subsequently exchanged on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
Device evaluation: the explanted pump was returned for evaluation. The report of suspected pump thrombosis was not confirmed during the evaluation of the pump and a direct correlation between the evaluation findings of the returned device and the reported hemolysis could not be conclusively determined. The pump was returned assembled with the driveline severed approximately 2 inches from the nipple of the pump housing and the remainder of the driveline was not returned. The inlet tube, proximal half of the flex section, severed portions of the outflow graft and bend relief, and bend relief collar were not returned. Examination of the returned portion of the sealed outflow graft conduit revealed a thin, white biological lining on the textured blood-contacting surface of the graft attachment extending through the returned portion of the outflow graft material. The tissue was strongly adhered to the blood-contacting surfaces and its texture suggests that the explanted device was exposed to a fixative agent prior to being returned for evaluation. The lining appeared to have formed as a result of poor surface washing due to a low flow condition; however, a specific cause for the low flow state as well as a duration of time for which the tissue was present in the outflow graft could not be conclusively determined. The lining was minimally obstructive to the blood flow path and could not be conclusively correlated to the reported hemolysis. Examination of the remaining blood-contacting surfaces revealed no evidence of depositions or thrombus formations. Visual examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. Device thrombosis and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years, 5 months. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that after over 2 years of support, the patient was being treated for suspected pump thrombosis. The patient experienced elevated lactate dehydrogenase (ldh) levels and hemolysis. The system controller log file reviewed by the manufacturer¿s technical services representative showed an increase in pump power over time. Additional information was requested, but was not provided.